Manufacturer narrative:
Combination product: yes. The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
Combination product: yes.

Event description:
Noise can be seen on the lv channel in crt interrupt recordings from (B)(6) 2025 and (B)(6) 2025. An out of range pacing impedance alert was triggered on (B)(6) 2025 due to pacing impedance >3000 ohms. Following this, the pacing impedance has returned to its normal range (approx. 800 ohms). This is consistent with the last years worth of readings. Postural and isometric testing was recommended by technical services. Lead remains implanted.